Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's allergic reaction site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction at the pod¿s insertion site and adhesive while wearing the device between 36 and 48 hours. The patient sought medical attention 2 days after pod wear; device was removed due to itching, blood at the site and a blood glucose level over 300 mg/dl. Patient's doctor lanced and drained the abscess; patient was also prescribed cephalexin (250 mg tablets); to be taken twice daily for one week.